Event description:
The customer stated that the pump had an alarm. Troubleshooting was performed. The manual prime and self test passed. During the call the customer stated that she was hospitalized for high blood glucose and dka. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The customer mentioned that her cannula was bent when she was admitted to the hospital. Advised customer on proper insertion technique.